Manufacturer narrative:
Correction ((B)(6)) section e1 corrected. Correct initial reporter information entered. Initial MDR 2517506-2020-00274 was filed 11-sep-2020.

Manufacturer narrative:
Siemens has investigated the event of discordant high bias results with the dimension® loci high-sensitivity troponin I (tnih) flex® reagent cartridge on the dimension exl system with lot eb0255. Siemens has observed a positive bias across the analytical measurement range of the dimension tnih assay when lot eb0255 is compared to an unaffected control lot. The average bias observed for patient samples using the dimension exl troponin lot eb0255 when compared with a control lot was +25%. A maximum bias of +34% in patient samples around the 99th percentile was observed. Quality control may not detect the patient bias. All other dimension exl tnih lots in distribution do not exhibit this positive bias. Urgent medical device correction, vc-20-03.b.us dated august 19, 2020 and urgent field safety notice vc-20-03.b.ous dated august 2020 were issued to customers who had been shipped dimension® loci high-sensitivity troponin I (tnih) lot eb0255. Customers were informed of the positive bias with exl tnih lot eb0255 and instructed to not switch from this lot while doing serial measurement of a single patient and to discontinue use and discard lot eb0255 when they receive a replacement lot.

Event description:
During a correlation study at the customer site, low discordant results were obtained on loci high-sensitivity troponin I (tnih) patient samples on a dimension exl system. Lower results were obtained with the comparison lot ec0352 relative to the in-use lot, eb0255. The customer began applying correlation factor to results obtained with lot ec0352 to correlate with lot eb0255 and began reporting patient results. The results were not questioned by physicians. The customer did not allege that any discordant patient results were reported. There are no known reports of patient intervention or adverse health consequences due to the reported tnih sample results.